Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. The returned sample was inspected under magnification and confirmed the cannula was broken above the hub. A device history review was completed with no relevant findings. A review of the complaint history file confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information and device evaluation, the pattern of the fracture and appearance of the fractured segments are consistent with the needle tube being subjected to excessive bending forces. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported from the distributor that they received a complaint from a patient that the cannula broke using the kn-2713rb device. It was confirmed that the patient was not harmed during the procedure.